Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cycling the device to staple the stomach during a laparoscopic sleeve gastrectomy procedure, the stapler fired on its own without being on firing mode when the surgeon went to open the jaws of the reload. The issue occurred with both the standard adapter and extra long (xl) adapter and two black reinforced reloads while using the same handle and shell. The screen showed a green arrow up on the reload line after the reload was loaded into the xl adapter; and a weird sound was heard when the up button was pressed. It was also noted that the reload was difficult to unload; the device would not open. A manual handle was used to complete the case. There was no patient injury as the faulty stapler was not used on the patient.